Event description:
Additional reasons for revision: component loosening and alval.

Event description:
Asr revision; asr xl acetabular system - left; reason for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy systems) complaint number (B)(4). Reason for original complaint - asr revision, asr xl acetabular system - left, reason(s) for revision: the femoral component loosened, pain alval, information added: the femoral component loosened. Update received: 10th april 2014 - amended implant date: (B)(6) 2006, filled mapped to mw fields, added stem, created 1st request for further information action activity and closed it and created 2nd request action activity for further information. Re-opened: (B)(4) 2014 - sent 2nd request for component loosening and attached to 2nd request for further information action activity and closed this and created 3rd request for further information action activity.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.